Event description:
Patient was revised due to aseptic loosening of the asr acetabular cup.

Manufacturer narrative:
We still consider this investigation closed.

Manufacturer narrative:
Date of this report was incorrect and has been corrected to 5/30/2013. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.